Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an unspecified "sensor related" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring unspecified third-party treatment by a non-healthcare professional prior to going to the hospital. At the hospital, a healthcare professional (hcp) provided third-party treatment of "glucose injections three times a day" (doses unspecified), amlodipine 5mg, bisoprolol 5mg, digitopsin 0.07 mg, gabapentin 300mg, omeprazole 20 mg, olmesartan 20 mg, pravastatin 20 mg, torasemide 10 mg, eliquis 2.5 mg, and zolpidem 10mg for a diagnosis of hyperglycemia and hospitalized customer for an unspecified period of time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected applicator and cap and no issues were observed. Sensor cap is retained inside applicator cap and the applicator had fired correctly. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed and terminated patch was observed, indicating that the termination was due to occurrence of lsa (late sensor attenuation). No other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed to late sensor attenuation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an unspecified "sensor related" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring unspecified third-party treatment by a non-healthcare professional prior to going to the hospital. At the hospital, a healthcare professional (hcp) provided third-party treatment of "glucose injections three times a day" (doses unspecified), amlodipine 5mg, bisoprolol 5mg, digitopsin 0.07 mg, gabapentin 300mg, omeprazole 20 mg, olmesartan 20 mg, pravastatin 20 mg, torasemide 10 mg, eliquis 2.5 mg, and zolpidem 10mg for a diagnosis of hyperglycemia and hospitalized customer for an unspecified period of time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. Therefore, this issue is not confirmed to late sensor attenuation. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the #2 follow up report. The correction has been made here.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an unspecified "sensor related" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring unspecified third-party treatment by a non-healthcare professional prior to going to the hospital. At the hospital, a healthcare professional (hcp) provided third-party treatment of "glucose injections three times a day" (doses unspecified), amlodipine 5mg, bisoprolol 5mg, digitopsin 0.07 mg, gabapentin 300mg, omeprazole 20 mg, olmesartan 20 mg, pravastatin 20 mg, torasemide 10 mg, eliquis 2.5 mg, and zolpidem 10mg for a diagnosis of hyperglycemia and hospitalized customer for an unspecified period of time. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an unspecified "sensor related" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring unspecified third-party treatment by a non-healthcare professional prior to going to the hospital. At the hospital, a healthcare professional (hcp) provided third-party treatment of "glucose injections three times a day" (doses unspecified), amlodipine 5mg, bisoprolol 5mg, digitopsin 0.07 mg, gabapentin 300mg, omeprazole 20 mg, olmesartan 20 mg, pravastatin 20 mg, torasemide 10 mg, eliquis 2.5 mg, and zolpidem 10mg for a diagnosis of hyperglycemia and hospitalized customer for an unspecified period of time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.